Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and abdominal pain ("severe abdominal pain/ abdominal area pain from bottom of ribcage") in a 40-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want any more kids: iud from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), headache ("headaches"), gastrointestinal disorder ("severe gi problems"), back pain ("severe backaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("abdominal area from bottom of ribcage"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingooopherectomy) and surgery (hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, weight increased, headache, gastrointestinal disorder, back pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, skin disorder, dysmenorrhoea, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed satisfactory placement of both coils hysterosalpingogram cont.: full occlusion of both tubes. Told that my tubes successfully sealed. On (B)(6) 2014, hysterosalpingogram (hsg) result of the test: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression, rashes or skin conditions, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, hair loss were added. Patient's concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and abdominal pain ("severe abdominal pain/ abdominal area pain from bottom of ribcage") in a 40-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want any more kids: iud from february 2010 to may 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), headache ("headaches"), gastrointestinal disorder ("severe gi problems"), back pain ("severe backaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("abdominal area from bottom of ribcage"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingooopherectomy) and surgery (hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, weight increased, headache, gastrointestinal disorder, back pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, skin disorder, dysmenorrhoea, fatigue, alopecia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed satisfactory placement of both coils hysterosalpingogram cont.: full occlusion of both tubes. Told that my tubes successfully sealed. On (B)(6) 2014, hysterosalpingogram (hsg) result of the test: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain'), abdominal pain ('severe abdominal pain/ abdominal area pain from bottom of ribcage') and rheumatoid arthritis ('rheumatoid arthritis') in a 40-year-old female patient who had essure (batch no. 717012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for didn't want any more kids: iud from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), gastrointestinal disorder ("severe gi problems"), back pain ("severe backaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping) worsened more frequent "), abdominal pain upper ("abdominal area from bottom of ribcage") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016 and subtotal hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, rheumatoid arthritis, abdominal distension, weight increased, headache, gastrointestinal disorder, back pain, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, skin disorder, dysmenorrhoea, fatigue, alopecia, abdominal pain upper and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, menorrhagia, pelvic pain, rash, rheumatoid arthritis, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed satisfactory placement of both coils. Diagnostic results: hysterosalpingogram cont.: full occlusion of both tubes. Told that my tubes successfully sealed. On (B)(6) 2014, hysterosalpingogram (hsg) result of the test: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Patient's demographics was added. Added event fibromyalgia, rheumatoid arthritis. Event onset date was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc . Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A hysterectomy and bilateral salpingo-oophorectomy was performed. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("bloating"), weight increased ("weight gain"), headache ("headaches"), gastrointestinal disorder ("severe gi problems"), back pain ("severe backaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy on ((B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, abdominal distension, weight increased, headache, gastrointestinal disorder, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal distension, weight increased, headache, gastrointestinal disorder, back pain and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was confirmed satisfactory placement of both coils. Hysterosalpingogram cont.: full occlusion of both tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. A hysterectomy and bilateral salpingo-oophorectomy was performed. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.